Event description:
It was reported that this pacemaker system triggered a lead safety switch (lss) due to high out of range pacing impedance measurements on this right atrial (ra) lead. Additionally, a stored signal artifact monitor (sam) episode showed oversensed minute ventilation (mv) chop. Technical services (ts) noted that the ra impedance had been variable in the 500-600 ohms range over the past year and no out of range measurements were noted before the sam episode. Technical services (ts) recommended different testing configurations to avoid noisy signals. No adverse patient effects were reported. This ra lead remains in service. At a later date, this device was explanted due to the previously mentioned issues. No additional adverse patient effects were reported.

Manufacturer narrative:
Follow up report 1 (device evaluation): upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. Visual inspection confirmed that the whole lead was returned. The helix was retracted and there was dried blood/tissue within the helix housing. Resistance testing found that the lead was not electrically continuous. Detailed analysis confirmed that the outer conductor coil had a break approximately 250 mm from the terminal end. Based on the characteristics of the fracture, it was determined that it was consistent with cyclic/flex fatigue damage. Analysis concluded that the clinical observations of list observation(s) that were due to fracture were likely caused by the confirmed fracture.

Event description:
It was reported that this pacemaker system triggered a lead safety switch (lss) due to high out of range pacing impedance measurements on this right atrial (ra) lead. Additionally, a stored signal artifact monitor (sam) episode showed oversensed minute ventilation (mv) chop. Technical services (ts) noted that the ra impedance had been variable in the 500-600 ohms range over the past year and no out of range measurements were noted before the sam episode. Technical services (ts) recommended different testing configurations to avoid noisy signals. No adverse patient effects were reported. This ra lead remains in service.

Event description:
It was reported that this pacemaker system triggered a lead safety switch (lss) due to high out of range pacing impedance measurements on this right atrial (ra) lead. Additionally, a stored signal artifact monitor (sam) episode showed oversensed minute ventilation (mv) chop. Technical services (ts) noted that the ra impedance had been variable in the 500-600 ohms range over the past year and no out of range measurements were noted before the sam episode. Technical services (ts) recommended different testing configurations to avoid noisy signals. No adverse patient effects were reported. This ra lead remains in service. At a later date, this device was explanted due to the previously mentioned issues. No additional adverse patient effects were reported.